Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects, mount is still attached to implant.

Event description:
Mobility was reported. Bone quality at the time of implant failure is type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved.